Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Pairing test was performed and failed. A review of the share logs was performed and signal loss over one hour was not found within the investigation window. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device - additional information g3: date received by manufacturer- additional information h2: additional information / device evaluation h3: device evaluated by manufacturer - additional information h6: adverse event problem component codes ¿ additional information.

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).